Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported on guarantee form by the complainant. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4). The dentist reported that 5 months after dental implant was installed in intraoral region 10#, its non-osseointegration was observed. 45ncm of primary stability was achieved, the patient presented bone type ii, immediate implant and immediate load were performed, bone graft was executed and trauma over the implant has happened.